Event description:
It was reported that during the implant procedure, this pacing lead was positioned, but no impedance measurements could be obtained. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection of the terminal pin found the setscrew marks in a more proximal location than normal, almost to the end of the pin. This indicated an improper insertion depth of the terminal pin into the device header, which likely caused the impedance issues observed during the implant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this pacing lead was positioned, but no impedance measurements could be obtained. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.